Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette) it was reported that an over-infusion / over-delivery of a compound drug via cadd administration was experienced. The medication was depleted 6 hours prematurely. No injury reported. No product will be returned.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: d1: brand name, d4: model number: is not applicable to this device.